Event description:
The following was reported to gore: on (B)(6) 2025, a patient with a bovine arch underwent a procedure. Access was made from the right carotid artery for advancement of the gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) that was intended to stop blood flow into the innominate artery. When the vbx device reached the target treatment, but the vbx device was unable to maneuver the turn of the vessel. The vbx device was being pulled back into sheath when the vbx stent caught on the sheath edge and dislodged. Brachial access was made to accommodate thru & thru wires that were used a a 'rail'. The physician was able to move the vbx stent into the target location and deployment was started with a 3mm balloon. Larger balloons were then used to achieve full deployment. As reported, the patient is recovering well following the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: the dislodged stent was successfully deployed / expanded with use of secondary balloons, and remains implanted. IFU for gore® viabahn® vbx balloon expandable endoprosthesis warnings sections state: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.